Event description:
Zoll lifecor received electrode belt (B)(4) from the (B)(6) distributor saying the electrode belt connector was damaged.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon inspection, the electrode belt was found to have the connector pins bent in a swirl pattern. The electrode belt connector pins did not successfully mate with the connector. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent connector pins.